Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin and a cartridge alarm (alarm 1) occurred. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the pump supplies were changed multiple times to address the issue and insulin delivery was resumed. Customer's blood glucose level was 136 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 1 and occlusion issues were verified in the pump logs; however, no failures were identified. Based on the analysis, the alleged minimum fill and load fill tubing issues could not be verified. Additionally, a different issue was identified (wake button was inoperable).